Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was visually inspected prior to use and nothing out of ordinary was noted. The incident with the medium-large clip applier instrument occurred during the second clip placement, prior to clip application (instrument in patient), when the surgeon was lining up the placement of the clip where they wanted it on the cystic duct. The instrument felt loose in its movements. The issue was related to unsuccessful clip application (e.g., incomplete closure of clip). The instrument did not apply the clip securely onto the cystic duct. A green weck hem-o-lok medium-large clips were used for the size of the cystic duct as it was 4-5 mm in diameter. It was the first fire for this instrument when the issue occurred. The issue was resolved as there was another instrument already on the field that applied the first clip onto the cystic duct. The procedure was continued with a backup clip applier instrument. There was no injury/harm to the patient. Additionally, per failure analysis investigation, the probable root cause was attributed to a loss of cable tension.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, when the surgeon went to clip the cystic duct, the medium-large clip applier instrument felt loose in its movement and not strong when applying the clip. The first clip was successfully applied but when they tried the second clip for that clip applier, it would not launch the clip properly. There was a second clip applier already on the field, the case continued with that instrument. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The medium-large clip applier instrument was analyzed and found to have a dislodged yaw axis 7 cable at the proximal end in the housing, likely causing failure of proper grip tension at the distal wrist.